Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cuff on a tracheal tube started leaking after two hours of intubation (normal intubation). The cuff was pretested prior to use. No patient injury reported. The device is not being returned; it was discarded by the customer. There is no report of serious injury or death associated with this event.